Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about a serial printing defect on the sticker inside the box was found at time of use of intraocular lens. The surgery was performed and completed without product replacement. The sample was still remains in the patient's eye. It was additionally reported that the reporter confirmed that (european article numbers) ean code was printed as serial number on the inner sticker label. The sn starts with (01). The digit was also wrong. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. The root cause is deemed to be internal-manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. The manufacturer internal reference number is: (B)(4).